Event description:
Olympus was informed that the black bending section cover flaked off. No other info was given. Olympus followed up with the user facility to obtain more detailed info and was informed that at the beginning of an intubation bronchoscopy procedure, the distal end flaked off, and small pieces of the black bending section cover fell into the pt and the physician suctioned them out. The procedure was completed using another device. There was no pt injury reported and no medical intervention was required.

Manufacturer narrative:
The device was returned to olympus for eval. The eval confirmed that the entire bending section cover glue was missing at the distal end. There were cuts and scratches noted on the bending section cover. The device passed the leak test. In addition, there was dents, buckles, scrapes and scratches noted on the insertion tube. There were two pieces of bending section cover glue removed from the biopsy channel. The reported complaint was due to excessive force. The device instruction manual warns users to: "before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should the slightest irregularity be suspected, do not use this instrument".